Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The events logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported a 24 hour infusion completed within 10 hours. Customer stated a 64.8ml bag of cyclosporine was started at 2.7ml/h to infuse over 24 hours. After 10 hours, the bag was empty. Customer suggested the user did not account for the fluid amount needed to prime the IV set. The pump module will be sent to biomed for rate accuracy testing and will not be returned for eval at this time. An event log review has been requested, carefusion tech support has reviewed the logs with biomed, but an in-depth log review was requested. There was no pt harm or medical intervention. No further pt/event info was reported.